Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the instrument would not fire. Another instrument was used to complete the procedure. There was no patient consequence.